Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of fos would not zero is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. Other remarks: refer to MDR #1219856-2017-00179 and tc # (B)(4) for related complaint.

Event description:
It was reported that blue fiber optic sensor (fos) was connected to the pump before insertion but the sensor was not detected by the pump. The cal key was connected and detected. No automatic or manual zeroing could be done. Clients used the pump in ECG trigger and transducer. The patient outcome is listed as "okay". There was no reported death or serious injury. A report in delay in therapy but no complications to the patient.

Manufacturer narrative:
(B)(4). Other remarks: refer to MDR #1219856-2017-00179 and (B)(4) for related complaint.

Event description:
It was reported that blue fiber optic sensor (fos) was connected to the pump before insertion but the sensor was not detected by the pump. The cal key was connected and detected. No automatic or manual zeroing could be done. Clients used the pump in ECG trigger and transducer. The patient outcome is listed as "okay". There was no reported death or serious injury. A report in delay in therapy but no complications to the patient.